Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance >=10000 ohms. The device was turned off due to the observed high impedance. No patient adverse events were reported. No known surgical interventions were reported to date.

Manufacturer narrative:
Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong evaluation codes.